Event description:
It was reported that the patient presented to the hospital experiencing pain. The lead had perforated the patient. The lead exhibited unacceptable thresholds and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.